Manufacturer narrative:
Upon receipt, the ICD system was visually inspected. The leads were dissected and the remaining leads fragments were still connected to the ICD. Furthermore, the visual inspection revealed spots of molten titanium on the ICD housing. This clearly indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. S damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The available home monitoring data was analyzed, documenting a normal and expected device behavior until (B)(6) 2014, the reported day of the patients death. On (B)(6) 2014 a vf episode is documented that was appropriately detected by the device leading to shock delivery that terminated the ventricular fibrillation. No data was received y the home monitoring system since (B)(6) 2014. Manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The home monitoring data documents a normal and expected device behavior until (B)(6) 2014. Due to fact that the leads were dissected and still connected to the ICD, as well as the observed spots of molten titanium on the ICD housing, it is reasonable to assume that the damage was caused during or after the explantation of the device,probably because the therapy functions of the device were not deactivated before the explantation procedure. The manufacturing records document a flawless device production. There was no dication of a material or manufacturing problem.

Event description:
This patient expired on (B)(6) 2014. Home monitoring reported vf episodes on the day of death. The exact cause of death is unknown. There are no known complaints associated with the functionality of this device. Should additional information be received, this file will be updated.